Event description:
New information notes that the high capture threshold continued. The lead was capped and replaced during a system upgrade. The patient was in good condition after the procedure.

Event description:
It was reported that the capture threshold has increased steadily over time and is suspected to be due to a scarring of the endocardium in the area of the rv lead tip. Lead revision is planned.